Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's prior ins was replaced because it was positioned in a bad area of the body and was hurting her since it was implanted. Patient reported she had pain from her armpit to her waist even after 10-12 months and never stopped hurting. The patient stated the stimulator helped her but the placement of ins in the body hurt. They stated her new implant was placed on her right butt. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2018-10-05. It was reported the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.